Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested performing provocative tests. No intervention was performed at this time. The patient was in stable condition.